Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument's shaft was found bent, which caused an engagement issue. The bent shaft would make I t difficult to slide and engage through the cannula. The main tube also exhibited several damaged sections with the tube insulation removed approximately 0.5 from the distal end: material was missing. Several deep scratches were observed at the distal end. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si lung resection procedure, the surgical staff was unable to retract the thoracic grasper instrument from the patient side manipulator arm. The instrument was not grasping any tissue at the time of discovery. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.